Event description:
The facility representative reported a pump in which the panel lockout switch was inadvertently held for over 50 seconds during surgery, resulting in failure code 500:320:844:0000. Patient is believed to be female, and dopamine was being administered. The device was swapped out for another, and therapy was completed without further incident. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.